Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the sample probe was clogged. The sample probe was cleaned, the fluidic line was flushed, and software adjustments were made. He performed a precision check. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result for one patient sample from the cobas pro ssu. The patient sample was repeated due to a failed delta check. The initial result was 1.63 mg/dl, and the repeat result was .96 mg/dl. The repeat result was deemed to be correct.